Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the device reached elective replacement indicator (eri) sooner than expected. It was noted that right ventricular (rv) output was set to 5.0v at 1.0ms. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.